Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A photo was provided. The photo showed an implanted single-piece toric lens. A metal instrument was visible over the lens. The trailing haptic was broken-gusset area, still attached. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implantation procedure, the haptic was found broken after implanted in patient's eye. Additional information has been requested but is not available at the time of this report.